Manufacturer narrative:
Abutment and abutment screw fracture. Root cause cannot be established but the report form shows patient weight over recommendation and mentions previous trauma.

Event description:
Abutment and abutment screw replacement surgery performed due to fractured components. The procedure took place on (B)(6) 2024.